Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not working and no visible light were found, which located on 2cascb. The customer checked the cable connection and rebooted the station, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not working and have no light. A field service engineer (fse) reported that the scanner was not scanning. Damage to the cable was visible upon inspection, so the scanner assembly was replaced. The scanner was tested using the scan test in the hardware test application, and the test was successful. The system functioned as intended after the field service engineer repaired the device.